Event description:
Essentially problem results from the floating top of the pt couch. When uncoupled from the body, the unit is able to move freely. The user did not use the pt handling bar when moving the patient handler system as suggested in the operator's manual.